Manufacturer narrative:
(B)(4). Insulin pump received with partial broken retainer ring. Unable to perform displacement test due to broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: cracked battery tube threads, cracked case corner of belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring, label damage.

Event description:
Information received by medtronic indicated that the insulin pump was retainer ring was damaged. It was reported that the reservoir able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.